Event description:
It was reported that a patient experienced a leak following a disconnection of the minicap transfer set and a plastic adapter. The patient had been treated with antibiotics prophylactically. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported problem of a leak following a disconnection of the transfer set from the non-baxter plastic adapter was not confirmed. Upon conclusion of the investigation, the reported issue was determined to be use error. The following warning appears in the directions for use, ¿baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner.¿ should additional relevant information become available, a supplemental report will be submitted.